Manufacturer narrative:
This report is being submitted to relay additional information. H6: method code was added: 4112. H6: results code was added: 3252. H6: conclusions code was added: 4307. The reported device was not received for evaluation. The reported condition of a fractured implant was confirmed following x-ray evaluation. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR and complaint history review could not be performed as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : no lot number provided.

Manufacturer narrative:
(B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown.

Event description:
Doctor reports that an unknown zimmer implant may be fractured at tooth site # 31.